Manufacturer narrative:
(B)(4). Batch # u94m5x. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with two clips jammed and with the feed bar was out of its intended position between the top shroud and the jaws, instead of aligned to the jaw pockets. In an attempt to replicate the reported incident, the instrument was functionally tested. The device was cycled and the clips were not properly fed. In order to verify the condition of the internal components, the device was disassembled, and the trigger top was found to be broken. Further analysis showed a crack on the shroud top and some marks on the tip of the feed bar. In addition, seventeen clips were inside the clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that product failure is multifactorial. Due to the damage found on the device, a possible cause for the condition is due to improper handling. As part our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device got stuck at the first firing. Device replaced and there was no adverse event for the patient.